Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, experienced a synchronization interruption on stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, experienced a synchronization interruption on stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that stations were in interruption of synchronization mode. The technical support specialist (tss) dialed into the server and identified slow server connectivity and frequent disconnections during login and user changes. Upon checking, services were blank, and the data synchronization service was not running. The tss started data synchronization and confirmed via logs that all stations were successfully subscribed. The customer later confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.